Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit, will not power up) was isolated to u409 being shorted on the computer/analog board. There were also multiple thermally damaged components on the defibrillator and ca boards. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor would not power up and delivered a pulse below lower limit.